Event description:
Healthcare professional (hcp) reported that a patient was injected in the nasolabial fold region with (0.7ml ) with juvéderm® voluma¿ with lidocaine. Two weeks later, patient had a retouched with the remaining 0.3 ml. Approximately two and a half weeks later, patient experienced a hazelnut-like hardness and hyperemia in the right side nasolabial region. Augmentin was started after hyperemia and inflammation receded. When hyperemia and swelling recurred in the same area 2 weeks later, augmentin and biteral combined treatment was started. There is palpable stiffness. Symptoms ongoing.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the nasolabial fold region with (0.7ml ) with juvéderm® voluma¿ with lidocaine. Two weeks later, patient had a retouched with the remaining 0.3 ml. Approximately two and a half weeks later, patient experienced a hazelnut-like hardness and hyperemia in the right side nasolabial region. Augmentin was started after hyperemia and inflammation receded. When hyperemia and swelling recurred in the same area 2 weeks later, augmentin and biteral combined treatment was started. There is palpable stiffness. Symptoms ongoing.